Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: what were the indications for surgery? Rectal cancer. What healthcare professional fired the device and what is his/her experience? Experience surgeon. Was the device difficult to close? No. Was the device difficult to fire? No . Did the healthcare provider receive any audible or tactile feedback? Yes. Could you please provide additional information regarding the incomplete staple line? Only with 2/3 staple line, were there any staple formation issues noted? If so, please describe. No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient receive any pre-op radiation or chemotherapy? Could you please provide additional information regarding the incomplete donuts? Did the surgeon check the washer to confirm a complete transection? What is the current patient status?

Event description:
It was reported that during the laparoscopic radical resection of rectal cancer, after fired, found the donuts were incomplete, checked and found incomplete staple line. Another device was used to complete the surgery. Created a temporary fistula. The patient is stable and in hospital now.

Manufacturer narrative:
(B)(4). Batch # p57v9v. Device evaluation: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the patient receive any pre-op radiation or chemotherapy? No. Could you please provide additional information regarding the incomplete donuts and incomplete staple line? Only with good 2/3 staple line, unknown for the donuts, the surgeon has forgotten. Did the surgeon check the washer to confirm a complete transection? Surgeon did not check the breakaway washer . What is the current patient status? Stable and left from the hospital.